Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing sigmoid anastomosis on a colostomy reversal, the anterior portion of the anastomosis site had exposed staples and incomplete staple formation. It was also stated that there was an improperly matched instrument and anvil combination used. They resected and re-stapled resulting to procedure conversion to open. The event resulted to unanticipated tissue loss and tissue damage. The surgical time was extended to 30 minutes or more and incision was extended to more than 1 inch. The patient incurred a permanent injury.